Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (display issue) issue. The specific issue was not provided and no further information was available. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 12/13/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found no cosmetic damages. Investigation was unable to duplicate the display complaint. The pump powered up to a clear and legible verifying screen with the appropriate audio and vibration alerts. No other defects were observed. .